Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Vendor evaluation of the transducer determined a leaky cap allowed air voids in the oil interface under the window which caused the poor image quality issue. This is a known issue that has been previously addressed. The investigation also noted damage to the tip of the probe which may have contributed to the image problem.